Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set connection ¿just became loose¿; further described as a loose connection between the transfer set and the homechoice cassette. The patient was connected at the time of the event. This occurred during an unknown process step of automated peritoneal dialysis (pd) therapy. The patient disconnected the cassette from the transfer set. The transfer set was still in use. The patient would finish therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.